Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The cfg, acp (serial number: (B)(6)) was analyzed by fa, but the reported failure could not be replicated. The field service engineer (fse) resumed investigation due to the reported issue reoccurring after the initial part replacement. The fse returned to the site and replaced an axes controller (acpd), a dual magnetic encoder (dme), a dme cable, and a shoulder motor. The system was tested and verified as ready for use. The affected dme (358230-01) and dme cable (372662-02) involved with this complaint are field scrap items and will not be returned to isi for further investigation. The acpd is pending return. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The shoulder motor was analyzed, and the reported 23094 encoder error was replicated. After installing the shoulder motor, the shoulder was unable to calibrate during the "back emf iloop" calibration test due to it not reading data. The complaint regarding repeated 23094 errors was confirmed based on the field evaluation and fa, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The axes controller platform dual (acpd) (serial number: (B)(6)) was analyzed by fa, but the reported failure could not be replicated. There was nothing wrong with the acpd board.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting repeated 23094 errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the 23094 error and replaced the axes controller and cfg, acp. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The axes controller was analyzed by fa, but the reported failure could not be replicated. The complaint regarding repeated 23094 errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The cfg, acp is pending fa. A follow-up MDR will be sent post-evaluation and/or if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer encountered repeated recoverable faults after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the customer encountered a repeated recoverable fault. Prior to calling, the staff had power cycled the system with no resolve. The technical support engineer (tse) viewed the error logs and identified an error 23094 on boom shoulder rotation. The staff power cycled the system, performed an emergency power off (epo), and cycled the patient side cart (psc) breaker. The fault cleared on power up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information: after clearing the error with an emergency power off and power cycling the system, the error returned. The procedure was continued robotically by manually rotating the boom.